Manufacturer narrative:
(B)(4).

Event description:
Product was returned for evaluation. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and passed. As previously reported, data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient began experiencing symptoms including chest pain, shortness of breath, and a rapid heartbeat. At that time, the cgm showed a blood glucose level of 144 mg/dl, but no fingerstick test was performed. Residing near a military hospital, the patient went directly to the doctor¿s office. Upon arrival, the doctor recommended the patient go to the ER. During this time, a fingerstick was still not taken. In the ER, the patient¿s blood glucose level was measured at 442 mg/dl, while the cgm showed 238 mg/dl. Treatment included administration of approximately four bags of saline, an insulin drip (details unknown), dextrose (sugar water), and potassium via IV. An EKG was also performed and returned normal results. After an unspecified duration, the bg level dropped to 170 mg/dl, while the cgm showed 40 mg/dl. The patient remained in the ER from 1:30 pm to 10:30 pm. During this period, the cgm experienced a brief sensor issue at 7:30 pm, followed by a complete sensor failure at 9:14 pm. Upon discharge, the patient¿s bg level was 149 mg/dl, and she reported feeling better. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the b zone of the parkes error grid when the patient arrived in the ER. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.